Event description:
Pt's mother states that the pt has had multiple lesions. This was not confirmed through follow up investigation with the ecps, however, the pt was treated for (B)(6) and given a prescription for acyclovir and dilating eye drops. The ecp noted faint stromal scar central od.

Manufacturer narrative:
Initial complaint reported by the pt's mother. Method - no lot info, no lenses no examination of device were provided which could indicate if the device caused or contributed to the event. Results - there is no clear indication that the device could have caused or contributed to the incident. Conclusions - there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.